Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported part of the bd¿ extension set w/ non-bonded needle-free valve luer lock section was discolored to brown instead of the usual yellow color. The following information was provided by the initial reporter: "has a part at the leur lock section of the item that is a different color than the other extension sets brown instead of yellow."

Manufacturer narrative:
H6: investigation summary: a complaint of set being discolored was received from the customer. A photo was received from the customer where the female luer was seen to be discolored. The defect of cosmetic issues was confirmed. A device history record review could not be performed on model dyndtc5077 because a lot number was not provided by the customer. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined. Previous investigations have shown a potential root cause for this defect to be the sterilization process.

Event description:
It was reported part of the bd¿ extension set w/ non-bonded needle-free valve luer lock section was discolored to brown instead of the usual yellow color. The following information was provided by the initial reporter: "has a part at the leur lock section of the item that is a different color than the other extension sets brown instead of yellow."